Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging an unresponsive keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: during investigation, the keypad cover was intact. The up arrow, and ok keypad buttons were intermittently responsive. The contrast keypad button was unresponsive. The keypad cover was removed to find contamination under all the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. Unrelated to the original complaint, the display was dim and faded pink. Additionally, the battery compartment was cracked above the bumper, and at the case seal below the bumper. The audio bolus button cover was intact/undamaged. The audio bolus button was intermittently responsive. The audio bolus button cover was removed to find evidence of contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.